Manufacturer narrative:
(B)(4). Patient weight, rounded; actual weight (B)(6).

Event description:
Subsequent to the initial 30-day medical device report, a voluntary report was received which states: patient had peripheral vascular disease with claudication of the lower extremity. During percutaneous transluminal angioplasty (pta) of the right superficial femoral artery, the nose cone [tip] of the stent broke off. Consult done with vascular surgeon, who recommended an endovascular procedure to remove the retained broken piece of stent. What was the original intended procedure? Pta of right superficial femoral artery device usage problem: device malfunction - that is, the device did not do what it was suppose to do.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents reported from this lot. The investigation was unable to determine a cause for the reported deployment difficulty. The stent elongation, tip detachment and additional treatment to remove the tip appears to be due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure on (B)(6) 2016, the supera stent delivery system (sds) was advanced to the moderately calcified, moderately tortuous, right superficial femoral artery (sfa), where the stent was successfully deployed. During removal of the sds, the tip caught on the deployed stent, elongating the stent and pulling it to the right iliac artery, where it remained. Additionally, the tip detached from the sds. A snare device was used and the detached white tip was removed from the anatomy without issue. After angiography the vessel looked good and no further intervention was performed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.